Event description:
The customer reported that during a therapeutic endoscopic duodenal papilla incision procedure, the knife wire broke when the power was turned on. The knife wire did not drop out. Another similar device was used to complete the intended procedure. There was no report of patient or user injury due to the event. Additional details were requested regarding the reported event; however, no further information was provided.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. Upon inspection and testing of the device, it was confirmed that the cutting wire (knife wire) was broken. The broken portion of the cutting wire was scorched and melted. The outer diameter of the cutting wire was measured and no abnormalities were observed. The length of the coated portion of the cutting wire, and the cutting wire itself, presented no abnormalities. There were no missing parts in the subject device. There were no abnormalities identified that could have led to the breakage of the cutting wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the following mechanisms can cause the cutting wire to break: high frequency current was applied between the cutting wire and the tissue at the point of contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. However, a definitive root cause could not be determined. The device's instruction manual provides the following warnings which may help to prevent the issue: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.